Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 50-71 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the cartridge and infusion set had been in use for more than 72 hours. Tandem technical support educated the customer on insulin labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.